Manufacturer narrative:
The t:slim x2 with control-iq user guide states: "warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to a low blood glucose (bg) level of 33 mg/dl. Customer was treated with intravenous therapy, fluids of saline, and glucose bags. The customer was released from the hospital two days later with the issue resolved and sustained no permanent damage. Reportedly, the cause of the low bg event was due to the customer unintentionally performing a fill tubing while connected to the infusion set site. In addition, it was reported that an occlusion alarm occurred. During a pump system check with tandem technical support, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. The occlusion resulted in no impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.